Event description:
It was reported that during setup for shoulder procedure using a smartstitch suturing device handle with a smartstitch m-connector, the user was unable to get the m-connector to connect to the smartstitch handle. After a 45 minute surgical delay, a new smartstitch suturing device handle was located and the m-connector connected to this handle without issue. The procedure was completed without further delay. There were no patient complications reported as a result of this event.